Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of their frequency symptoms as they were getting up 1.5 hour at night to go to the bathroom (night bladder frequency). Their implantable neurostimulator (ins) was turned off for knee replacement surgery on (B)(6) 2018 and was turned back on the same date. When they turned it back on they stated that they had ¿to go during the day she has to go now¿ (day bladder urgency). They were on program 4 and increased the stimulation to 2.2 volts but did not feel the stimulation in the crotch area and felt it going down their leg more. The patient had tried all 4 programs they had (program 1 at 1.3 volts, program 2 at 1.7 volts and program 3 at 2.3 volts) but had no improvement. Using the programmer. It was determined that they were on program 4 at 2.2 volts and the stimulation was on. It was recommended that the patient go back and try programs 1, 2, 3, and see if they can increase the stimulation on any of them, without it hurting, to see if they get improvement. The follow up information received from the manufacturer representative on (B)(4) 2018 reported that the stimulation pattern had shifted after knee replacement. Their program was then changed from c1 to c4 on (B)(6) 2018 and this shifted the stimulation pattern from their leg back to vagina where the felt it previously and was preferred. Impedance testing was performed and all electrode combinations were in range. It was also reported that, after watching the patient operate the programmer, they were accidentally turning off the stimulation after adjusting the intensity. The patient was taught how to turn the ins on and off as well as turning off the programmer after adjusting the therapy. The patient was asked to contact the healthcare professional¿s office if their symptoms did not improve by (B)(6) 2018 and they had not called. There were no further complications reported or anticipated.